Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 550:320:854:0000 was not confirmed during product evaluation. The root cause was not identified. No repairs have been performed due to the customer?s refusal of estimate, no further correction was made concerning this event and the pump was returned unrepaired. Additional information: this is involving a pump with software version 5.03.00 which is categorized as unremediated. A service history review revealed that this device has not been serviced prior to this event for the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
The facility representative reported a colleague infusion pump with a failure code 550:320:854:0000. This condition had the potential to interrupt delivery. This event occurred upon power up. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.